Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that, she has had elevated blood glucose for the past 4 weeks. She stated, that her blood glucose has been as high as 31 mmol/l (558 mg/dl). Her normal blood glucose readings are around 7.7 mmol/l (139 mg/dl). Symptoms of elevated blood glucose include hot, itchy, tired, and thirsty. The pt stated that, she boluses to correct elevated readings. She stated that, she is only able to use her insulin cartridges for 3 days before her blood glucose begins to elevate. She stated, that she believes the insulin cartridges are not properly lubricated causing the infusion device to deliver insulin inaccurately. She stated that the elevated blood glucose began when she started using this batch of cartridges. She stated that she has tried pushing the plunger of the insulin cartridges and she feels more force is required. She stated that her infusion device has not given any occlusion errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.